Event description:
The customer reported white x-tra slides case, 1440, made in USA, p/n 3800200, lot 052124-1 were not charged. The tissue was floating off the slide in the water bath. There was no report of tissue loss or re-biopsy.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no other related occurrence of this issue for this product lot. Quality control testing was complete and passed. A retain sample analysis was completed and passed. There is no data to confirm manufacturing deviation. I. If additional information is received an additional follow up MDR will be submitted.